Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis with a cracked lens. During analysis, the customer's reported problem regarding "service due" alarm was able to be replicated. When the pump was powered up the message appeared and was confirmed in the event log. Pressing the stop/start button stopped the alarm and the pump seemed to operate normally. In addition, a crack in the lens was noted. The alarm was caused by real time clock (rtc) battery timer which alarms when the battery had been used for five years, or 1825 days. Service will replace the rtc battery to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a message for pump due for replacement (due in july) but it would not allow the user to run or perform any functions and could only be shut off. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.